Manufacturer narrative:
The insulin pump had motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Motor passed the motor test. Device was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error multiple times. First alarm occurred during normal basal delivery. The drive support cap is recessed. The device was not exposed to a magnetic field. Customer was able to complete the rewind sequence. Blood glucose value is unknown. The alarm history showed 6 motor error alarms in the last 30 days. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.